Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 9/1/15 device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: unable to adequately investigate "cs 064" complaint due to internal moisture contamination. Evidence of moisture contamination behind display lens. Due to moisture contamination pump powers with returned battery cap to an audible tone, no vibration and a blank display. Evidence of moisture contamination on underside of battery cap. Removed pump case. Evidence of moisture contamination throughout inside of pump. Unable to complete "download" and checklist steps due to internal moisture contamination.